Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description patient was getting prbc, 3 hours into the infusion the pump was saying that there was air in the line -no air could be visualized by staff. The bag still had 50ml left (as the pump said 70ml remaining to infuse -so about 20ml to account for the line) -so it's not as if the bag ran dry. We tried a different pump, and it still detected air - we tried priming 5 mls, with no avail and then reprimed the whole set =again still detecting air. We ended up having to order a 2nd unit as we were unable to transfuse the last 70mls. We were using the b-braun pumps and double set line. No injury reported.